Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty inserting a competitor right atrial (ra) lead into the port of this device. Once connected to the device, oversensing of noise was observed. After disconnecting and reinserting the ra lead with more force, no noise was seen and the implant procedure was completed. The device remains implanted and in service. It is unknown if there was any asystole however there were no adverse patient effects reported.